Manufacturer narrative:
H3. Analysis of the desktop charger (s/n (B)(6)) found the cord was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient thought the implantable neurostimulator (ins) was dying because it takes longer to charge and doesn't fully charge. Caller noticed this issue in september or october of last year. Caller attempted to contact their local manufacturer representative (rep) but has not heard back. During the call, agent had the patient begin an ins charging session and they initially had poor coupling (only 2 coupling bars were filled in). Agent reviewed that poor coupling could potentially be the cause of the ins taking longer to charge and not fully charging. Agent had the caller rotate the dial on the recharger antenna, which resulted in good coupling (6 bars filled in). By the end of the call, the patient had excellent coupling (all 8 bars were filled in). Agent advised the caller to monitor coupling going forward and follow up with the patient's healthcare provider if necessary. Patient said the battery dying was not due to ins, but they didn't know how to regulate the charging strength. Mdt technician spoke to them and taught them how to regulate the charging strength. Reported the recharging issue was resolved. Patient rep called in reporting that they were able to charge saturday, but now the recharger will not find the ins. They tried repositioning the antenna and turning the dial, but are still encountering the reposition antenna screen. Rep was able to communicate with the ins with the patient programmer and are seeing a screen that the battery is low. Agent walked rep through repositioning antenna and that did not work. Attempted to walk them trough the antenna locate screen, but the rep encountered an 375 error code. Agent emailed repair for a replacement antenna. The rep also mentioned that the patient had lost a lot of weight and the ins is loose and moves around. Agent reviewed concerns with device being loose in the pocket and redirected caller to provider (hcp). (B)(6) 2024 rtg0571639_update (con): patient rep called back stating they received the new recharger antenna but the recharger is still showing the reposition antenna screen and programmer is reading low ins. Rep states patient was able to charge to about 50% on saturday but it wasn't easy. Patient services redirected patient to hcp due to ins being loose in pocket and previous issues documented. Additional information received from the manufacturer¿s representative (rep) reported they were doing a meeting with the patient and noted the implant was okay, and that it was the recharger that wasn¿t working (it was showing the reposition antenna screen). The rep gave the consumer a loaner recharger, and that recharger wouldn¿t take a charge and all of a sudden the recharger beeped, the screen flashed, and the recharger was beeping. The consumer hadn¿t been able to charge since saturday. During the meeting they noticed the desktop charger connector pin was bent and it was hot. During the call the original recharger was showing the reposition antenna screen and the patient programmer was showing the implant was low. A request was made for a wireless recharger.

Manufacturer narrative:
Section d10 references: serial# nka418350n. Serial# c0546757. Serial# nka558128n. Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: c0546757. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.